Event description:
Patient was implanted with lcp one-third tubular plate, four (4) 4.0mm cancellous screws, and four (4) 3.5mm cortex screws for a left ankle on an unknown date. Patient was returned to the or on (B)(6) 2013, for removal of hardware due an infection. Surgeon removed all hardware without complication. Patient was revised to an external fixator. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Placeholder.